Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user. An investigation into the root cause for product problem is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, on (B)(6) 2016, a patient of unknown age and gender presented for an aortogram with runoff procedure. During the procedure, it was noted, the catheter had fractured off inside of the patient. There was no report of permanent harm or injury due to this event. It was reported the defective disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user. User medwatch: mw5058758.